Event description:
During an intervention with cftrd for full tissue resection in the caecum, clip deployment was not verified by the operator before tissue resection. The resulting perforation required closure with one 14/6 otsc clip. The patient recovered without any further treatment.

Manufacturer narrative:
During colonic full-thickness resection handwheel rotation reportedly required increased force. The technical analysis revealed a blocked release thread due to wrong set up onto the endoscope. Therefore force transition to the clip was restricted. The observation of the clip release is mandated in the instructions for use and refers to the risk of bowel perforation as a possible procedural complication during resection of colonic lesions. During the technical analysis, the device complied with the specifications. The review of the production quality records did not reveal any anomalies that would indicate a product-related defect.